Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 46064ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total ¿-hcg reagents in the field was reviewed using data gathered from customers worldwide. The medium value for the negative population with the complaint lot 46064ud00 is within established limits. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. The ticket search by lot and ticket trending did identify an increase in complaint activity, however field data review concluded the lot is performing acceptably and in house testing of the complaint lot concluded all specifications were met. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total ¿-hcg reagent lot 46064ud00 was identified.

Event description:
The customer observed a false positive architect total b-hcg and provided the following data for 1 patient: (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): (B)(6) 2023 result was 30,664.78 (positive) (B)(6) 2023 result was 72.90 (positive), repeat result was < 1.20 (negative) and repeat result on 5 july was < 1.20 (negative) there was no reported impact to patient management.

Event description:
The customer observed a false positive architect total b-hcg and provided the following data for 1 patient: (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): (B)(6) 2023 result was 30,664.78 (positive) (B)(6) 2023 result was 72.90 (positive), repeat result was < 1.20 (negative) and repeat result on (B)(6) was < 1.20 (negative) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.